Event description:
The pt's spouse reported to the MFR on 01/09/07 a dramatic return of the pt's parkinson's disease symptoms within the last week. The pt's husband also provided that the nursing home was recently installed a security gate at the entrance to the facility. No report of device explant has been rec'd and the product has not been returned to the MFR for analysis. The unit was implanted in 2006. Additional info has been requested from the physician. A follow-up report will be sent if additional info becomes available.